Event description:
It was reported that during a da vinci s beating heart tecab procedure, approx five hours into the procedure, the surgeon stated that a pt side manipulator (psm) arm felt "jerky". The site converted to traditional open surgical techniques to finish the planned surgery. No pt harm was reported. The customer contacted isi technical support after the procedure was complete.

Manufacturer narrative:
The investigation conducted by field service engineering found no errors in the da vinci s system log. Performance tests for the specific pt side manipulator (psm) arm were conducted and the customer reported problem could not be duplicated. The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. Engineering concluded that the instrument inserted in the psm was most likely at the end of the cannula accessory and the "jerky" motion was due to this poor positioning. As of 2008, there have been no reported recurrences of the issue at this hospital.